Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the event was discovered in clinic on a scheduled follow up.